Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507 even after replacing the mixer valves. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the device alarmed with (B)(6). Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the reported issue could be confirmed. The device alarmed (B)(6) on the day of the incident. It is important to emphasize that no patient was involved at the time the alarm occurred. A replacement sensor board was provided to the customer to address the reported issue. According to the partner, based on the available information, the issue appears to be resolved. Furthermore, no additional complaints related to this device have been registered. Hamilton medical ag considers this case closed.